Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibits low high voltage impedance. Other lead measurements were stable. No changes were noted during isometrics. No other information was available.